Event description:
It was reported that following the return of the stretcher from an exhibition in the (B)(6), the power cable was worn exposing the wires inside. No pt involvement or adverse consequences were reported.